Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a1, a3, a4, a5, and a5: no additional patient information to date after requests 12/18/25 and 12/23/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Per medwatch mw5178642: "approx 10 min into procedure, anesthesia machine quit functioning. Procedure paused for approx 30 min and pt manually ventilated while multiple staff attempted to trouble shoot problem/ultimately entire machine had to be switched out mid procedure."